Manufacturer narrative:
(B)(4). Evaluation results (B)(4) inherent risk of procedure (haemorrhage).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the circumflex artery. Approximately 2 weeks post index procedure the patient was rehospitalized due to a gastro intestinal (gi) bleed. The reported event was possibly related to the study device.